Event description:
It was reported that the user announced incorrect meal sizes on the ilet, which led to maladapted meal handling and prompted an hcp-recommended factory reset; assistance included guidance to re-pair the dexcom g7 sensor, complete insulin cartridge and set setup, enter weight, and resume therapy, with oral glucose education provided. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 59 mg/dl to 363 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem involving improper or incorrect procedure related to the user interface, and that the event was driven by incorrect meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.